Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator encountered the difficulties with the setscrew/grommet of the implantable pulse generator (ipg). Ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.